Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a user error, including improper surgical technique associated with the device. The complaint allegation was not confirmed. No evidence of that failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08-dec-2025, it was reported by a sales representative via email that an ar-3770sp hybrid knee fibertak anchor malfunctioned during a procedure. After implantation, the knotless loop would not reduce. The surgeon attempted to resolve the issue but ultimately removed the anchor. The case was completed successfully by inserting a new anchor. This was discovered during a let procedure on (B)(6) 2025. Additional information was received on 15-dec-2025: during the procedure, the anchor pulled out after the sutures failed to slide. The surgeon attempted to adjust the sutures, which caused a brief delay of a few minutes. The case was completed by implanting another ar-3770sp anchor. No additional anesthesia was required. The bone socket was prepared using an ar-3711 drill, and the patient was noted to have good bone quality.